Event description:
The following information was received from the distributor on feb 8, 2022: "during a pci case, the physician was crossing the stent system through a stented lad segment of the vessel. However, the middle part of the stent was caught by the edge of an earlier deployed elunir stent, causing the system stuck in the position. Thus, the physician withdrew the stent system and found that the stent structs at the middle were flared and deformed due to entangle between the structs and edge, making the system undesirable for normal delivery and optimal deployment. Eventually, the doctor chose to open a new elunir des with another size to complete the case." The product was stored and handled according to the IFU. There was no visible damage with the packaging of the device. The event occurred during procedure. The event involved the stent component of the system. The physician determined that in this case there was no potential adverse event. Angiogram or images of the procedure are unavailable. No patient injury is associated with the case. Additional information was obtained feb 14, 2022: no damage was observed before insertion of the stent delivery system. No excessive force was applied on the system. The physician stopped advancing the system when abnormal resistance was felt. No excessive force was applied to the system during withdrawal.

Manufacturer narrative:
On feb 27, 2022 a DHR (device history record ) review was performed and concluded that the device was supplied meeting its specifications.

Manufacturer narrative:
IFU review conducted on apr 11, 2022 concluded: "no deviations of the IFU were reported." Final investigation report dated apr 13, 2022 concluded as follows: 1.the review of the DHR (device history record) of lot # lnrin00565 indicates that the product was supplied meeting specifications. 2.according to the device analysis report, the returned product was supplied to the customer meeting medinol's specifications. It may be surmised that the reported event is the consequence of the stent being caught on a previously deployed stent, due to user handling/technique and/or tortuous anatomy. This is not related to medinol's manufacturing processes. 3.the events of this complaint are addressed in the elunir dfmea report, and the risks remains low. No new risks were identified. 4.there was no injury to patient.